Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose of 254 mg/dl. The customer reported that they had battery out limit alarm and failed battery test alarm. The customer was assisted in clearing the alarms. The customer mentioned that the insulin went into the insulin pump. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.